Manufacturer narrative:
(B)(4). The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the seat of the shower chair is splitting on the right side. There are allegedly no signs of abuse by the consumer. The consumer has received a replacement chair from a warranty order. No injury. The damaged shower chair has been destroyed and will not be returned to invacare for an evaluation.

Event description:
Customer alleged the chair is splitting on the right side of the seat area. No injury alleged.